Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment; the alarm was indicated in the machine logs. However, the reported complaint was not able to be reproduced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
#12 the hospital reported the unit had an error that results in a system required restart, resulting on a loss of mechanical ventilation. There was no report of patient involvement.